Event description:
It was reported that the e-psm(p) module was not communicating with the anesthesia monitor during a c-section case. The customer attempted to use a similar module, which did not work either. The patient allegedly could not be monitored during this time. No patient injury was reported.

Manufacturer narrative:
Ge healthcare determined that the cause of the communication problem between the s5 anesthesia monitor and the e-psm(p) module was that the e-psm(p) module is not compatible with the monitor software, which was being used in the s/5 anesthesia monitor in question. The software for this monitor was inadvertently not updated by the field service engineer during an on site installation of the user facility's operating room. Once the failure was detected, the software was installed and proper operation was verified. No further issues were reported.